Event description:
It was reported that the patient suffered a fall in (B)(6) 2010. The patient was directed to set up an appointment with her hcp, and three weeks later, reported feeling stimulation in her ribs and down her right leg instead of in her back. It was reported that the patient had her lead replaced on (B)(6) 2010. A manufacturer representative stated that the patient was reprogrammed and was able to feel stimulation in the areas she had pain. It was unclear if the reprogramming had occurred before or after the lead replacement.

Manufacturer narrative:
Continued from concomitant medical products: lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2010 explanted: unknown, programmer model 37743 serial# (B)(4), recharger model 37752 serial# (B)(4).